Event description:
It was reported the device would not turn on. When device was on, it was not responding correctly. The device was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Correction: further review prompted a change in the evaluation conclusion. Evaluation summary: (B)(4) analysis confirmed the reported event. One battery contact is not seated properly (not manufacturing related). Upper case and side bail covers are broken. Release spring is bent.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis confirmed the reported event. One battery contact is not seated properly (not manufacturing related). Upper case and side bail covers are broken. Release spring is bent.